Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage/ expulsion: breakage'), fallopian tube perforation ('perforation: fallopian tubes') and pregnancy with contraceptive device ('pregnancy : birth - no complication') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted: no" and device ineffective "device ineffective". On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain: pelvic"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and dysmenorrhoea ("dysmenorrhea (cramping)") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2012. At the time of the report, the device breakage, fallopian tube perforation and pregnancy with contraceptive device outcome was unknown and the pelvic pain, abdominal pain, back pain, menorrhagia, dyspareunia and dysmenorrhoea had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, back pain, device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, menorrhagia, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: patient had received treatment for: dyspareunia, dysmenorrhea, pelvic pain, abdominal pain, back pain, menorrhagia, breakage, fallopian tubes perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-sep-2019: quality-safety evaluation of ptc. (Product technical complaint). No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage/ expulsion: breakage'), fallopian tube perforation ('perforation: fallopian tubes') and pregnancy with contraceptive device ('pregnancy : birth - no complication') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted: no" and device ineffective "device ineffective". On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain: pelvic"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and dysmenorrhoea ("dysmenorrhea (cramping)") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2012. At the time of the report, the device breakage, fallopian tube perforation and pregnancy with contraceptive device outcome was unknown and the pelvic pain, abdominal pain, back pain, menorrhagia, dyspareunia and dysmenorrhoea had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, back pain, device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, menorrhagia, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: patient had received treatment for: dyspareunia, dysmenorrhea, pelvic pain, abdominal pain, back pain, menorrhagia, breakage, fallopian tubes perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received. Category of case changed to incident. Event injury is replaced by pain. New events added pregnancy: birth no complication, dyspareunia (painful sexual intercourse), dysmenorrhea (cramping), abdominal pain, back pain,menorrhagia (heavy menstrual bleeding), breakage/ expulsion: breakage, perforation: fallopian tubes, essure confirmation test(s) conducted: no and device ineffective. Patient demographic added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.